Event description:
Caller reported occlusions that had been recurring intermittently over the past few months. There was no reported impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue or engage with additional support, and no further information was obtained by the technical support team.